Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer was provided with the part number. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power module had failed.